Event description:
It was reported that the patient presented in clinic for follow up. Review of fluoroscopy revealed that the right atrial lead was dislodged and the helix was unable to extend. On (B)(6) 2022, the physician elected to explant and replace the right atrial lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead noise was not confirmed, while the reported event of failure to retract helix was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The cause of the reported helix event was isolated to an over-torqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.